Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medtronic representative reported via email that the customer had been having lows while she slept, and that one time she broke her tail bone due to a low. No blood glucose level was provided. The customer believes she suffers from neuropathy. The customer also told her representative that she has to change batteries every one to two weeks and that there were scratches on the display window. No products were shipped or returned.